Event description:
When the sol-m blunt fill needle is used to puncture medication vials, it can core out the rubber and push it into the medication vial, thus contaminating the vial. Potential for drawing the piece of rubber back into the syringe and injecting into a patient.